Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
Issue investigated herein was related to y sensor, which will be solved by replacing the y sensor. No return of the part is expected. The y sensor is a hot wire anemometer type sensor and is used for the accuracy of measuring gas delivery and monitoring. The root cause of the event has not been conclusively determined.

Event description:
Manufacturer's ref #: (B)(4).